Manufacturer narrative:
This lead has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements one day post implant, along with loss of capture. It was also noted that at the initial implant, difficulty was experienced inserting the lead into the device header. An invasive procedure was performed and this lead was found to be fractured. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.